Manufacturer narrative:
A review of the mfg paperwork has been requested.

Event description:
In 2000, a gore excluder aaa endoprosthesis was used to repair an abdominal aortic aneurysm. Sometime later, aneurysmal sac growth was reported. No endoleaks that could have contributed to the pt's condition were found. No re-interventions have been reported.